Manufacturer narrative:
The clinical application specialist (cas) reviewed alarm behavior with customer. The alarms functioned as configured as intended based off the original configuration sign-off. The customer understood that patient incident was a combination of factors between bedside alarm and staff. The customer stated that they have put steps in place to raise awareness and provide more training for staff. Based on the information provided in the case, the device was confirmed to be operating per specifications and no failure was identified. The customer stated that they have put steps in place to raise awareness and provide more training for staff.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Reporting address line 2: (B)(6).

Event description:
The customer reported that the incidents that happened involved the pacer n. Cap classed as a single * short yellow alarm. The patient had been repeatedly going in and out of his intrinsic heart rhythm leading to repeated alarm notifications but only presents itself as a short audible alarm and hence was easily missed by the clinicians. The device was in use at time of event.